Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the glucose monitor. Suspected cause was due to having a basal rate that was too high. Customer administered "glucose nasal injection" to address bg and went to the emergency room. Customer was subsequently admitted to the intensive care unit (ICU), treated with intravenous fluids of saline, and was discharged the following day with the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.